Event description:
It was further reported that the pt was readmitted 42 days post index procedure with unstable angina and poorly controlled hypertension. Cardiac enzymes met guideline criteria for mi. Cadiac catheterization revealed that the lmca had ostial 60-70% eccentric calcific stenosis, the lad had mid vessel calcific 80% long segmental stenosis, the lcx had calcified 70-80% segmental stenosis in om, and the rca (target vessel) was occluded at the stented site at the ostium. The rca filled via left-to-right collaterals. The lvef was 35-40% with inferior wall hypokinesis. Of note, the cath report states the occluded rca was most likely due to discontinuation of plavix. Pci was considered risky, given the pt's occluded rca and left main disease. It was recommended the pt be evaluated for surgical revascularization. The pt's cardiac enzymes met guideline criteria for mi. The site is reporting an inferior q-wave mi.

Event description:
Clinical study same pt as MDR 6000093-2005-01235. It was reported that 42 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a stent thrombosis (st), and a myocardial infarction (mi). The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed ostial region of the proximal right coronary artery (rca). The lesion was 15.0 mm in length, had severe calcification, and had thrombus present. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.00x24 mm drug eluting stent without complication. Residual stenosis was 0% after stent deployment. The pt was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the pt experienced an st and an mi 42 days post index procedure. The st was confirmed by angiography and required hospitalization. In the opinion of the physician there was a probable relationship between the st and the taxus stent. The mi was confirmed as a q-wave inferior type. It also required hospitalization. In the opinion of the physician there was a probable relationship between the mi, the target vessel, and the taxus stent.